Event description:
Pt underwent an open reduction mandibular fracture with plating and intermaxillary fixation with arch bars. During the procedure one of the screws fractured, and the screw was left in place. The drill hole was repositioned and good reduction was achieved.